Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, mild paravalvular leak (pvl) was reported. The right coronary artery was patent. Of note, it was reported that the patient's blood pressure prior to the start of the implant procedure was approximately 200 mm hg systolic. Prior to valve deployment, the patient's blood pressure was reported as approximately 100 mmhg systolic. The cause of the hypotension was not known, however the implanting physicians suspected that it was due to the left ventricle guidewire holding open the leaflets, causing some aortic regurgitation. The right femoral artery was sutured and hemostasis was achieved. It was reported that the patient's blood pressure dropped dramatically, to approximately 27 mmhg systolic. Cardiac arrest ensued. Cardiopulmonary resuscitation (CPR) was initiated. An echocardiogram was performed which showed no evidence of pericardial fluid or cardiac tamponade. An automatic CPR device was placed, helping to bring the patient's blood pressure up to 90 mmhg. An aortogram was performed to exclude any coronary artery obstruction; it was reported that the left and right coronary arteries were patent. A long pigtail catheter stemming from the left radial artery demonstrated a localized dissection in the left common iliac artery, however adequate distal perfusion was reported. A digital subtraction angiography (dsa) of the right ilio-fe moral artery revealed an external iliac perforation. The cause of the perforation was not reported. According to the physicians, they do not believe the perforation was a result of a medtronic product. The right femoral artery was re-accessed. A 4.0 mm non-medtronic balloon was expanded within the artery in an attempt to control the tamponade and bleeding. Vascular surgery was brought in. At this point it was reported that the patient had been in cardiac arrest for approximately 45 minutes. Cardiac output and a blood pressure of 55 mmhg systolic was reported. A larger balloon was exchanged in an attempt to occlude the iliac artery. The patient's clinical situation continued to deteriorate. Measures were ceased and the patient died. Of note, it was reported that a 6 f sheath was used, followed by a 9 fr sheath, and completing with a 16 f sheath.

Manufacturer narrative:
Conclusion: the subject dcs was discarded by the customer and as such no analysis could be performed. Procedural images were provided for review. The procedural images confirmed a right external iliac perforation. A contrast image of the left ilio-femoral vessels also confirmed the presence of a localized dissection in the left common iliac artery. An image was provided which confirmed an inflation of a larger balloon in the right external iliac for bleeding control. An image was also provided of a larger balloon inflation in the right common iliac artery above the area of the perforation for bleeding control as well. Although timing was not provided, there was a subsequent image of the right ilio-femoral vessels via a small caliber sheath in the right common femoral artery which showed no more apparent contrast extravasation at the original site of the perforation in the right external iliac artery. Hypotension is a known potential adverse effect per device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. In this case, the implanting physicians suspected that it was due to the left ventricle guidewire holding open the leaflets, causing some aortic regurgitation, however this cannot be conclusively confirmed. Bleeding, perforation, dissection, cardiac arrest, and death are known potential adverse patient effects per the device IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). In this case, per the physician, the cause of the injury was that the vessels were tortuous, and it was likely the guidewire that caused the damage initially gaining access to the right femoral artery. Exchanging the sheath for the dcs and then exchanging the dcs back to the sheath exacerbated the vessel trauma that was not known about at that time. However, this cannot be conclusively confirmed. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. A device history record (DHR) review was performed on the dcs and there were no correlations/issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The DHR review did not show any findings related to this event. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the access site for the delivery catheter system (dcs) was the right femoral artery. Per the physician, the cause of the injury was that the vessels were tortuous and it was likely the guidewire that caused the damage initially gaining access to the right femoral artery. Exchanging the sheath for the dcs and then exchanging the dcs back to the sheath exacerbated the vessel trauma that was already caused however was not known about at that time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.